Event description:
The distributor has reported that "after the first surgery, the blockers were loose and then after one of the screws broke" the distributor has reported that "due to this incident the pt went for a second surgery for changing the loose blockers and a third surgery for changing the broken screw".

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.